Event description:
It was reported that a patient connected to a homechoice cassette prior to allowing the line to properly prime. The issue occurred during the priming phase of peritoneal dialysis therapy. A technical service representative reviewed proper procedures with the patient. The patient planned on restarting therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient connected to a homechoice cassette during the priming phase of peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.